Manufacturer narrative:
E1 - (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: brightness adjustment unit malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the defective output connector is the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source's panel switch does not always work. The issue occurred during a therapeutic procedure. There was a procedure delay of less than 30 minutes. The procedure was completed using the same device. There was no report of patient harm.